Manufacturer narrative:
No patient information was provided at this time. The bowl from the cell saver elite set was returned and evaluated by haemonetics. It was noted during investigation that blood was seen on the inner core. Bowl decompression testing confirmed the blood outflow from the inner core and the outer core welding.

Event description:
On (B)(6) 2019 haemonetics was notified of a long empty error message which was displayed on the 1st cycle of the return process during an orthopedic procedure in (B)(6), utilizing the cell saver® elite® autotransfusion system and cell saver® elite set - 125ml. There was no reported impact to patients' health.